Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The servo-I ventilator was reported with failing the pressure transducer test in pre-use check. Our service technician on site replaced the gas module and the expiratory channel pcb which solved the issue. The ventilator passed pre-use check and was cleared for clinical use. No goods was returned for investigation. Ventilator logs was downloaded and available for investigation. Investigation of the ventilator logs confirms the reported problem with failed pressure transducer test. Date of event is set to 03/10/2020 according to logs. It shows that the inspiratory pressure is above the allowed limit of 60 +-5 cmh20. The service manual points to the gas module which was replaced. Since no goods was returned, the root cause cannot be determined.